Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, g4, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and there was a cut on the protector of the video cable section. Based on the results of the investigation, it is likely the following led to the malfunction: broken charged coupled device (r-unit). The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope displayed a purple, green image. There are no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a purple, green image. There are no reports of patient harm.